Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Results of investigation: the real intelligence robotic drill guard, part number rob10016, lot1342067 used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The barbed suction tube was completely detached. An outline consisting of weld material remains on the surface of the guard. There is no weld material remaining in the area just below the barb. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the reported problem is an incomplete weld around the perimeter of the irrigation tube. A historical review of prior escalations determined that prior actions are applicable to the scope of this complaint however no further containment is required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per our risk assessment the failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from germany, it was reported that, when milling during a cori assisted tka surgery, the suction attachment from real intelligence robotic drill guard broke off. The procedure was completed, without delay, using a s+n back up device. Patient was not harmed beyond the issue reported. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities and initiate corrective measures as applicable.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, when milling during a cori assisted tka surgery, the suction attachment from real intelligence robotic drill guard broken off. The procedure was completed, without delay, using a s+n back up device. Patient was not harmed beyond the issue reported.